Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that prior to a procedure. The device pushed through the red cap and packaging, putting hole in the blister. There was no patient or case involved.

Manufacturer narrative:
(B)(4). The sample was produced in the packaging workcenter. The device inside the package was not fitted into the blister form making it likely that the device was removed from the package and then placed back partially into the package. The protective red cap was firmly in place on the instrument jaws; the cap was smooth and undamaged. The tyvek was visually examined and no damage was found on the tyvek lid. The film blister was visually examined and a roughened area of suspected damage was found on the section of the blister near the jaw of the device. The damaged area of the blister was observed under microscope and it was found that there was puckering around a hole in the blister - damage was from the inside-out. The perimeter of the hole had a fractured pattern. Dye test was used to confirm the hole. The tip of the jaws aligns with the hole when the red protective cap was removed during analysis. This indicates that the cap was not on the instrument at the time of the damage to the blister. The cap was securely over the jaws when the package was returned for analysis, but may have been placed there after the damage had occurred. Due to the red cap being undamaged, the visual examination of the package, historical data review and the receipt of an opened package, it is suspected that this was externally caused. Batch history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.